Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio vue meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the error message first appeared 4-5 days prior to the alert date of (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and in response to the alleged product issue the reporter informed the csr that the patient increased their regular insulin dosage by an unspecified amount based on advice from their doctor. The reporter stated that an unspecified period of time after this the patient developed the symptoms of ¿palpitations and dizziness¿. The patient reportedly ¿controlled their insulin by themselves¿ after experiencing these symptoms; no medical treatment was required. At the time of troubleshooting the csr confirmed that the test strips had completely drawn in the blood sample and this was not the first time the product was being used. The patient¿s products were requested for evaluation; however, the patient did not feel that a replacement product was required. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfs¿s criteria for a serious injury reportable adverse event.